Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 10 inches from the pump housing and the severed portion of the driveline was not returned. Upon pump disassembly, examination of the blood tube/rotor inlet section revealed a thin thrombus ring situated on the inlet bearing ball and inlet section of the rotor. The ring appeared to be in the early stages of laminated layering, which is an indication that it acutely developed over an undetermined time while the pump was operating. Examination of the proximal side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. A similar deposition was found in the outlet bearing cup. These depositions were not adhered to any surface. The lack of laminated layering suggests that the depositions did not form at these locations. Although their origins and duration of time for which they were present in the pump could not be conclusively determined, the depositions showed no denaturation, and the lack of circumferential contact marks on the outlet bearing cup, indicate that the depositions were not present in these areas for an extended period of time while the pump was operating. The thrombus formations found in the pump could have contributed to the report of elevated lactate dehydrogenase level. Examination of the pump¿s bearings, rotor, and blood contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for suspected device thrombosis. At the time of admission, the patient¿s lactate dehydrogenase (ldh) was 1200 u/l and their inr was 2.4. The patient was started on integrilin. An echo showed inadequate offloading of the left ventricle and the aortic valve opening at every beat at 10,000 rpm. On (B)(6) 2016, the patient underwent a pump exchange.